Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Proglide device #1 (part 12673-03; lot 950076h), is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the plunger was removed no suture was present. Only the white link was seen. The proglide was removed over the guide wire and a second proglide device was used with the same results. Hemostasis was achieved using a starclose se device. There were no reported adverse patient effects. Though requested, no additional information was provided.